Manufacturer narrative:
Device not requested for investigation as issue was app-related and not related to the dario meter/housing. Food menu data in the application is obtained through the fatsecret database. Issue was reproduced by development team and was found only in android devices. In the investigation it was found that this issue occurred in an exception scenario where fatsecret converted the food unit from grams to ounces. The fatsecret api specification is expected in grams. User was using application version 3.6.1. Issue was fixed with application version 4.0 which was released on may 2, 2018.

Event description:
On (B)(6) 2018 the user contacted dario to report an issue with the application's food menu. User reported that upon selecting the food item -peking chicken the application indicated 31 grams of carbohydrate per serving. However, upon saving the item into his logbook a serving recorded as 917 grams of carbohydrates. The user stated he is on an insulin to carbohydrate ratio of 1:2 (1 unit insulin for every 2 grams carbohydrate). He reported that although he thought 917 grams is probably incorrect he still took insulin. However, instead of taking the amount required for 917 grams of carbohydrates, he took a third of the amount of insulin. As a result of the excess insulin, user's blood glucose dropped and paramedics were called for assistance. Reports blood glucose was 25 mg/dl when paramedics arrived and that he was given a glucose tablet which raised his blood glucose to 62 mg/dl.